Event description:
It was reported the loaner has broken. Followup information received indicates a piece is broken off where cable connects to +v lead (ventricular connector). The device was returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken, both bail covers were missing, the ring cover and lead flex cover were broken, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken, the keyboard was scratched, the encoder flex was out of electrical specification and the device battery removal amplitude testing failed due to the main printed circuit board (pcb) being out of electrical specification. Further analysis was performed on the main pcb and the encoder flex. This analysis found that the main pcb failed device battery removal testing due to a capacitor component failure, and the encoder flex had a broken circuit trace. (B)(4).